Event description:
Revision due to alleged broken modular neck.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been rec'd from the use facility. Attempts are being made to have the product returned for eval. Trends will be evaluated. This report will be updated when the investigation is complete.